Event description:
Customer reported infusion cartridges were falling out from the site. This situation left her extremely upset, as her supplier claimed no record of sending supplies, resulting in a shortage. There was no reported impact to her blood glucose level. To address the issue, the clinical diabetes specialist involved planned to send samples of infusion sets to the customer while working to resolve her order problem. Additionally, csa attempted to reach the customer several times, leaving voicemail messages and planning to send a follow-up email. The supply supervisor confirmed that no official orders were placed, only goodwill orders since february, and encouraged the customer to contact the supply team to start an order.